Event description:
It was reported that pump battery did not charge despite use of working wall outlet, tandem charging cable, tandem wall adapter, and alternate cables and adapters, and charging connection was not recognized, although pump did not shut down and remained powered on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete before return, and was advised to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support confirmed warranty and shipping details, arranged replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.